Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument and completed the device evaluation which replicated/confirmed the customer reported complaint of a broken blade. The blade broke at roughly 0.131¿ from the base and the broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the harmonic ace instrument was fractured, and a fragment fell inside the patient. The fragment was retrieved during the same procedure. The surgeon reported that the harmonic ace instrument did not collide with any hard material. The customer replaced the harmonic ace instrument with a back-up instrument and completed the procedure with no reported injury.